Event description:
It was reported that the dynalink was used in an off-label setting in a right sfa using a contralateral approach. The leison was an in-stent restenosis. A balloon catheter was first used to dilate the restenosis. The dynalink was deployed; however, the device was withdrawn against resistance. A balloon was advanced into the pt to post-dilate the stent and a small piece of material was visible moving along the guide wire along with the balloon, being pushed by the distal tip of the catheter. The balloon catheter was removed and a snare device retrieved about 2 cm of the distal end of the dynalink from the guide wire and out of the anatomy. There were no pt effects.